Event description:
It was reported that the device had sensing difficulty and inappropriate therapy delivery. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the device had sensing difficulty and inappropriate therapy delivery.